Event description:
It was reported that the patient was complaining about no longer hearing with his audio processor on. He was seen by his hearing aid dispenser and then by a med-el specialist. On (B) (6) 2009, the med-el specialist was present. The ap was checked and found to be functioning properly. Audiometric testing was performed; warble tone thresholds measurement, unaided and with the ap on, in sound field. There was no difference between the two measures. Re-implantation is scheduled on (B) (6) 2009.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.